Event description:
It was reported that customer pump screen remained dark and would not turn on despite multiple attempts to wake it and charge it. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try specific button presses with and without pump support, connect pump to a known working charger, and wait for startup, but pump still did not power on, so customer planned to use backup insulin pump and technical support arranged shipment of replacement pump, confirmed address and delivery details, instructed customer to let battery fully deplete and return nonworking pump within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.